Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no audio output occurred. The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional testing was performed and failed. The log was downloaded and reviewed and passed. A comm tool audio test was performed and failed. A "try it" test was performed and failed. The receiver was opened and an internal visual inspection was performed and passed. The allegation was confirmed. Root cause is defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.